Manufacturer narrative:
Analysis was completed. Premature battery depletion was confirmed. The cause of the rapid battery depletion was determined to be high current draw from the device. The root cause of the anomaly could not be conclusively determined.

Manufacturer narrative:
Correction: previously reported g3 should have been feb 9, 2021 rather than feb 16, 2021.

Event description:
Additional information received noted the implantable cardioverter-defibrillator was explanted and replaced on (B)(6) 2021. No patient symptoms were reported.

Event description:
Additional information received noted the initially reported excessive battery discharge was first reported in december when the patient presented remotely via merlin.net. The patient came in clinic on (B)(6) 2021. The device was found with 4 months left until elective replacement indicator (eri). The patient was set up to be monitored every 2 weeks moving forward. No symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited excessive battery discharge. No changes were made. No patient symptoms were reported.